Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm produced by the mobile power unit (mpu) when plugged into wall power was not confirmed. The mpu, serial number (B)(6), was returned and evaluated at pleasanton service center. The device was visually unremarkable and was functionally tested. The unit was found to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A specific root cause for the reported alarm was not able to be determined through this investigation. The relevant sections of the device history records for mobile power unit (mpu) (serial number (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was concerned about wall power with their mobile power unit (mpu). The patient reported that the device alarms continuously when plugged in. The patient was advised to stay on battery power until the device could be exchanged. The patent was provided a new loaner mpu. The patient brought their personal mpu for repair on (B)(6) 2026.